Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with redness, inflammation, scar (the area is still healing), drainage, pustules and infection underneath sensor pod area. The patient visited her doctor who performed an incision and drainage of pus from the infected area. The skin reaction was treated with a prescription of bactrim(oral antibiotic). No additional patient or event information is available.